Manufacturer narrative:
Method: evaluation was done over the phone with the help of customer technical specialist. (B)(4). Issue was resolved by customer.

Event description:
Customer called on (B)(6) 2011 reporting of hydropneumatic errors generated on a unicel dxc 600i synchron access clinical system and noticed a leak coming from the wash concentrate bottle. Customer noted that both the wash concentrate bottle and dilute wash solution canister were full and the wash concentrate bottle was foaming at the top. Customer was wearing proper personal protective equipment at the time of the leak and no one was injured or exposed as a result. No patient result was also affected as a result of the leak. No service was requested by the customer. Issue was resolved by customer through troubleshooting with the assistance of the customer technical specialist.